Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic impactor bumper on the device fractured in half, rendering it inoperable. All pieces were returned. The device had many nicks and gouges in the plastic surface. The device was manufactured in 2016 and shows signs of extensive wear / usage. The clinical / medical investigation concluded that, although it was reported that the impactor ¿broke down inside the patient¿ during surgery, it was communicated ¿all pieces were retrieved¿. Additionally, it was reported there was no patient injury or surgical delay, as a s+n backup was available to complete the procedure. Based on the responses, there was no patient impact due to the reported event and the ¿surgery ended well¿. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the impactor broke down inside the patient, all pieces were retrieved. There was no delay of the operation and a replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well.

Manufacturer narrative:
The associated complaint devices were not returned. The photo provided implant impactors are broken. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the impactors broke down inside the patient, all pieces were retrieved. There was no delay of the operation and a replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well.